Event description:
During the review of the (B)(6) 2010 clinic notes, it was observed that it was reported that the physician's programming system "has not been working appropriately". No further details have been received at this time.